Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with severe spinal stenosis with radiculopathy, adjacent level degeneration l3-4, bilateral foraminal stenosis l3-4, lumbar spinal scoliosis with spinal curvature, gait disturbance, and iatrogenic disruption of l3-4 facet from previous surgery. The patient underwent tlif on the left at l3-4 using rhbmp-2/acs. The operative report noted "extra difficulty due to hypertrophied heterotopic bone posterior at l3-4." There were no noted complications. On (B)(6) 2009, the patient presented with back pain. Lumbar myelogram and CT indicated " posterior fusion of l3 through l5 and anterior partial fusion of l3 and l4. Moderate to severe degenerative disc changes at the l1-l2 level with posterior disc osteophyte complex resulting in moderate spinal canal stenosis. It was reported that the patient¿s post-operative period included the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2007 the patient presented with the following pre-op diagnosis: 1. Status post l4-l5 posterior pedicle instrumentation and fusion with indwelling pedicle implants. 2. Severe spinal stenosis with radiculopathy adjacent level degeneration l3-4. 3. Bilateral foraminal stenosis l3-4. 4. S/p posterior fusion l3-4 without pedicle instrumentation. 5. Iatrogenic disruption l3-4 facet from previous surgery. 6. Lumbar spinal scoliosis with spinal curvature 7. Gant disturbance. The patient underwent: 1. Intra-operative biplane fluoroscopy lumbar spine. 2. Extra difficulty due to hypertrophied heterotopic bone posterior at l3-4. 3. Removal of pedicle screws l4-5 bilateral. 4. Right-sided transpedicular neural decompression l4. 5. Cage instrumentation l3-4. 6. Pedicle instrumentation l3, l4, l5 bilaterally. 7. Transverse process fusion l3, l4, l5 bilaterally. 8. Transforaminal posterior body fusion left l3-4. As per op notes, "..the disc was copiously irrigated with normal saline and bone morphogenic protein and cancellous autologous bone was placed in the anterior third of the disc and followed that by a cage implant made of titanium, filled with cancellous autologous bone and bone morphogenic protein placed in the anterior third of the disc space. The patient was extubated in the operative suite and returned to the recovery room, awake, alert, and neurovascularly intact.."postoperative diagnosis: same, with extra difficulty due to proliferative deposition of heterotopic bone and scar.